Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s spouse stated when they got home, the patient could not talk except with slurred words. The cgm was reading 58 mg/dl and a finger stick bg was 31 mg/dl. The spouse gave the patient an unspecified emergency shot before an ambulance came. The injection raised the patient¿s glucose level before the ambulance arrived and the patient did not go to the hospital. At the time of the report the next day he was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.